Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt felt ineffective stimulation coverage and past reprogramming efforts had not resolved the issue. F/u identified the pt met with the sjm rep for further reprogramming; however, this was unsuccessful in achieving better pain coverage. It was reported the pt would like to explore the option of a lead revision. No further info is available at this time.